Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer went to the hospital due to not being able to rewind insulin pump. While at the hospital it was found that customer's blood glucose was 634 mg/dl due to customer not being on insulin pump since the prior day. Caller stated that customer would not be hospitalized, just put back on insulin therapy. Troubleshooting was performed and it was found that insulin pump had an empty reservoir alert. It was also found that insulin pump had a closed circle and that a block was on status screen. Nurse was walked through clearing alarm and turning block off. Nurse was able to rewind insulin pump.